Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any issues arose.